Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower and remote manager were not on the bus by troubleshooting the medstation. A field service engineer (fse) found that all devices were showing as disconnected in the storage space configuration, checked all device connections, and confirmed all were good. The fse found that the firewalls were on and blocking traffic on the bus. The fse turned off medstation firewalls to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower and main drawer was failed. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.